Manufacturer narrative:
Evaluation: visual examination revealed the membrane at the proximal taper to be stretched. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. It was not possible to pump the iab on the laboratory system 97 iabp in the lab due to the condition of the returned membrane. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination of the returned product.

Event description:
After iabp for less than 24 hrs, the iab leaked. The iab was removed and a second was inserted. The following was rpt'd to datascope on 10/28/97: the balloon was leaking helium and was replaced during CABG. Event complications: none rpt'd on 9/29/97 or on 10/28/97. Pt current status: pt. Had CABG - rpt'd 10/28.